Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 309604. Batch#: unknown. It was reported that the bd luer-lok packaging had label content missing. The following information was provided by the initial reporter: "we have several syringes with no expiration date on the package. I was hoping you could help us figure it out. The number under the barcoding is (B)(6). Product number - 309604.

Manufacturer narrative:
Root cause couldn't be determined due to unavailability of sample/batch/lot number information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event.

Event description:
Material #: 309604 batch#: unknown. It was reported by customer that we have several syringes with no expiration date on the package. I was hoping you could help us figure it out. The number under the barcoding is (B)(4). Verbatim: rcc received a complaint via email. Email(s) attached. We have several syringes with no expiration date on the package. I was hoping you could help us figure it out. The number under the barcoding is (B)(4). Product number - 309604.